Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown event date. E1: initial reporter is j&j company representative. H6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual investigation of the returned device found that the depth gauge for 1.3mm and 1.5mm screws has the needle bent what it causes the protection sleeve gets stuck. The assemble/disassemble cannot be confirmed due to the mating device was not returned. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. A dimensional inspection for the depth gauge for 1.3mm and 1.5mm screws was not performed since it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge for 1.3mm and 1.5mm screws would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Device history: part # 319.004, synthes lot # 7151255, supplier lot # n/a, release to warehouse date: 02 dec 2012, manufactured by: synthes jennersville. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while turning over sets, I noticed two depth gauges had issues. The 3.5 depth gauge had issues with the nut screwing on all the way and the 1.3/1.5 depth gauge was very rough while sliding. There was no patient involvement. This report is for one depth gauge for 1.3mm and 1.5mm screws for (B)(4).